Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the atrial lead impedance had decreased and was low. The lead was also noted to be oversensing. Initially the lead was electrically abandoned as the device was programmed to vvir mode. Later, the lead was capped and replaced. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.